Event description:
A cracked and shattered touchscreen that rendered the pump unresponsive and illegible was reported. The issue did not adversely impact the customer's blood glucose level, which was reported as 171 mg/dl. Tandem technical support arranged for a replacement pump, confirmed it was within warranty, and provided necessary storage instructions. Meanwhile, the customer was informed and planned to use multiple daily injections (mdi) as a backup insulin therapy. The return of the defective pump was also coordinated.